Manufacturer narrative:
See MDR 1906642009-00263 for delivery device used with this intraocular lens.

Event description:
The doctor noticed that haptic was bent after the lens was implanted in the pt's eye. The lens was removed, and replaced by enlarging the incision.